Event description:
The user facility reported that the target vessel was successfully treated using the referenced product. Upon attempting to remove the product to treat an additional vessel, resistance was encountered. The product was removed without modification, and treatment of the second vessel proceeded as planned. Following completion of the procedure, fluoroscopic imaging revealed a radiolucent foreign object. Further examination confirmed that the tip of the product had severed. Multiple retrieval methods were attempted, but the foreign object could not be recovered. As a result, the procedure was concluded with the object left in place.

Manufacturer narrative:
D2b: procode: dqo, kra. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510k: n/a. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, to provide the completed investigation results, and provide a correction to section b4. 2025-08-06 was inadvertently submitted within the initial MDR; however, 2025-08-07 is the correct date. Appearance: only the zizai actual product (hereinafter referred to as the actual product) was returned. When the appearance of the actual product was observed, separation of the tip, exposure of the braid, and dislodgement of the marker coil were observed at the tip of the actual product. Furthermore, the actual product showed stretching and wave-shaped deformation in the section extending from 2.0 cm to 41.3 cm from the tip. Significant wave-shaped deformation was observed at the following points: 4.5 cm to 9.2 cm, 12.0 cm to 16.5 cm, 21.5 cm to 26.5 cm, and 28.6 cm to 35.5 cm from the tip. Dimension measurement: the inner and outer diameters of the actual products were measured to check for the following possibilities. Total length: measured to inspect whether stretching has occurred on the actual product. Inner and outer diameter: measured to check for any abnormality that may cause deformation of the tube in the catheter, such as thin resin. As a result, the total length deviated from our standard value due to stretching that occurred in the actual product. Furthermore, the tip was damaged and the inner and outer diameters could not be measured. The outer diameter of the first flexible part with remaining exterior material was within the standard value of our company and no abnormality was found. The outer diameter at a point 41.3 cm from the tip was outside the standard values of our company. The proximal inner and outer diameters were within the standard values of our company and no abnormality was found. Inspection of manufacturing records: for our product zizai, we conduct visual inspections and dimension measurements on a random sampling basis for each manufacturing lot. Additionally, during the manufacturing process, we perform a 100% visual inspection prior to assembly into the holder. Upon reviewing the manufacturing records for the actual product lot "250202090," no abnormalities were found in the results of each inspection. No issues were identified that could potentially cause separation of the tip, exposure of the braid, dislodgement of marker coil, or wave-shaped deformation. When the appearance of the actual product was observed, separation of the tip, exposure of the braid, and dislodgement of the marker coil were observed at the tip of the actual product. Furthermore, the actual product showed stretching and wave-shaped deformation in the section extending from 2.0 cm to 41.3 cm from the tip. Significant wave-shaped deformation was observed at the following points: 4.5 cm to 9.2 cm, 12.0 cm to 16.5 cm, 21.5 cm to 26.5 cm, and 28.6 cm to 35.5 cm from the tip. Upon conducting dimension measurements, the total length deviated from the standard values of our company due to stretching that occurred in the actual product. Furthermore, the tip was damaged and the inner and outer diameters could not be measured. The outer diameter of the first flexible part with remaining exterior material was within the standard value of our company and no abnormality was found. The outer diameter at 41.3 cm from the tip was outside the standard value of our company. The proximal inner and outer diameters were within the standard values of our company and no abnormality was found. Upon reviewing the manufacturing records, no abnormalities were found in the results of each inspection. No issues were identified that could potentially cause separation of the tip, exposure of the braid, dislodgement of marker coil, or wave-shaped deformation. Based on the circumstances of occurrence and the catheter damage condition, it was considered possible that the separation of the tip, exposure of the braid, dislodgement of marker coil, and wave-shaped deformation observed on the actual product occurred due to the catheter stretching during the removal operation while stuck, causing the dislodgement of the coil and the separation of the tip. Furthermore, since no abnormalities were found in the manufacturing records regarding the removal operation performed while the catheter was stuck, it is considered possible that this occurred during use after shipment from our company.